Event description:
The pt received two leads with the same lot number. It was reported the pt was feeling a strange sensation near the ipg when the stimulation was on or while recharging the ipg. An x-ray was taken which revealed a lead had migrated from t9 to l3. It was reported the physician planned to explant scs system so an MRI could be performed. In addition, it was reported the pt may undergo disc surgery during the same procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.